Event description:
The customer reported that the patient experienced shortness of breath, general difficulty breathing, and blood clots in lungs while using the device, and that there was an undefined malfunction of the device. The patient was hospitalized. The evaluating physician could not identify a cause of the blood clots. As of this time, there is no indication that the device caused or contributed to the adverse event. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.